Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. (B)(4).

Event description:
It was reported that the patient underwent a fusion procedure using rhbmp-2/acs, moldable strips, surgiflo hemostatic matrix kit, and three alif w/casting spacers. Post-operatively the patient sustained unspecified injuries.